Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to end of life indicators (eol). There was an allegation of premature battery depletion.